Event description:
A customer reported an issue with a cartridge alarm 20 on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer did not have a backup insulin delivery method and was advised to contact their healthcare provider. The customer will receive a replacement pump with updated software and was instructed on how to return the faulty pump to avoid charges. Additionally, the customer was informed about programming their settings and connecting their cgm to the new pump.